Event description:
Boston scientific received information that this lead was part of a system revision due to infection and erosion. There were no additional adverse patient effects reported. The lead was explanted.